Event description:
The customer alleged that the unit had no audio alarm when power disconnected. The nellcor puritan- bennett customer support engineer inspected the device and verified the reported event. The customer support engineer replaced the power on/off switch. The unit passed extended self-testing. The customer reported no pt involvement. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.